Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Refer to regulatory report #3004209178-2019-15728. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the lower stimulator only worked for half his body after it was placed. The patient went through the programs and adjusted stimulation but the issue was not resolved. The top stimulator worked initially after the battery was placed but now was not working. The patient mentioned that when he would lay down or turn his head a certain way he felt stimulation twice as strong. The patient had trouble with getting the implant to fully charge as the recharger would not be able to find the implant. The patient didn¿t want to do troubleshooting over the phone and it was reviewed that the last charge was 2-3 months ago. It was noted that the recharger was showing an error code, but the specific code was unknown. The patient was directed to follow-up with their healthcare provider for the possible overdischarge. The indication for use was spinal pain.